Event description:
It was reported that patient received inappropriate shock due to oversensing. The pocket was opened and an insulation anomaly was observed near the trifurcation boot. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.